Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the right ventricular lead lost its position inside that right ventricle. This lead was replaced, discarded by the physician and will not be returned for analysis. The current pt status is good.